Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 819212. Our records show that this is the first instance of a damaged adapter occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: with the photo provided, our engineers were able to determine that through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Root cause description: bd is conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the adaptor during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the adaptor during use. No serious injury or medical intervention was reported.